Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 455 mg/dl. Customer also reported that power error was detected and troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.